Event description:
Procedure: resection. Reportedly, it was difficult to reload instrument and then it was jammed shut on tissues. Lower resection was required to remove the instrument. No further pt injury was reported.